Event description:
A zoll distributor returned electrode belt (B)(4) and reported that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a short within the cable connecting the distribution node to the front therapy electrode. The root cause for the short in the cable could not be positively identified. No adverse event resulted from the defective electrode belt.